Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the inferior mesenteric artery (ima) using a pod coil and a non-penumbra microcatheter. It should be noted that the patient¿s anatomy was mildly tortuous. During the procedure, while advancing the pod coil through the mid-shaft of the microcatheter, the pod coil became stuck. The physician then decided to remove the pod coil and while retracting, the pod coil unintentionally detached. Therefore, the microcatheter containing the pod coil was removed. On the back table, the pod coil was flushed out of the microcatheter. The procedure was completed using a ruby coil and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned pod coil confirmed that the embolization coil was detached from its pusher assembly. Evaluation revealed that the distal tip of the pusher assembly was fractured. If the pod coil is retracted against resistance, damage such as a fracture may occur. The pusher assembly fracture likely contributed to the detached embolization coil. The patient¿s tortuous anatomy, and the embolization coil becoming stuck likely contributed to resistance during the procedure. Further evaluation revealed kinks throughout the length of the pusher assembly. This damage was incidental to the reported complaint and likely occurred during packaging of the device for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.